Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, dents were observed in the bottom cover. The photographic imaging inspection revealed loose electrical components. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented some of the electrical tests from being performed. The device did not pass the electrical tests performed. The manual capacitor leakage test revealed some values that did not exhibit a discharge curve, which is believed to be due to the hybrid condition. The device passed several of the mechanical tests performed. The open internal visual inspection revealed multiple fractures in the hybrid and analog chip, and disturbed bondwires at the analog chip. The hybrid internal visual test confirmed some loose components. The residual gas analysis revealed a nitrogen level above the limit. Based on an assessment of the residual gas analysis test data, it is determined that this device was non-hermetic. Due to presence of moisture getter, no signs of moisture were observed. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with dislodged electrical components and multiple cracks along the hybrid and analog chip. A CAPA was implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis test data, it is determined that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced trauma to the implant site. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.